Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2016; ilxch202085 stent graft, implanted: (B)(6) 2010; ilxch161685 stent graft, implanted: (B)(6) 2010. Evaluation summary: the full lead was returned and analyzed. No anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. .

Event description:
It was reported that within two weeks post-implant, a large pocket hematoma, diminished r-waves, and high thresholds were noted at a follow-up appointment. Microdislodgement was suspected. The rv (right ventricular) lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.